Event description:
A minimum fill notification was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller attempted to load a new cartridge, which resolved the issue, allowing them to successfully resume insulin use.